Manufacturer narrative:
Investigation summary: four 2000e-04 samples were received for investigation; two in sealed packaging from lot 20116589 and two were received without packaging and with residual blood present. No connecting products were received to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned 2000e-04 samples to a retained 50ml bd plastipak syringe from stock; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116589 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. Previous complaints for flow restrictions and occlusion have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 device in the past 12 months.

Event description:
It was reported that 10 smartsite needle-free connectors experienced flow issues, and were clogged. The following information was provided by the initial reporter: staff saying that once attached to cannula, does not get a flush back, and does not allow staff to draw back blood. Have to remove bung and attach syringe directly to cannula to pull blood. Changing bung multiple times does not seem to fix the problem. Happening very regularly, over last week or two. Query seal not braking to allow flow. Not able to pull blood off.